Event description:
Reportable based on device analysis completed on 02-nov-2018. It was reported that crossing difficulty was encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a 2.0-15 non-bsc balloon catheter. No patient complications were reported. However, returned device analysis revealed longitudinal balloon tear. Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the balloon has a 5mm longitudinal tear starting at the proximal balloon cone. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty.